Manufacturer narrative:
No malfunction of the power wheelchair suspected. The end user was struck by a motor vehicle while crossing the street in a crosswalk while operating the power wheelchair. Hoveround's owner's manual warns end users "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules."

Event description:
End user reports while operating the power wheelchair across the street in a crosswalk, he was struck by a car. End user was not wearing his seat belt.